Event description:
The foam tip plunger of an msi-pf injector, overrode a cc4204bf model lens, diopter 24.5, while it was being inserted and tore the lens. The lens was partially in the eye and the surgeon was able to remove it without incision enlargement or patient injury. An sfc-25 fp cartridge was used, lot number unk.

Manufacturer narrative:
Device maintenance date is unk. An investigation is in progress for lens tears.